Event description:
Additional information received that on (B)(6) 2026 the patient woke up and was experiencing left sided deficit and blurry vision. Imaging was performed and showed a brain bleed. Anticoagulation was stopped. The pump was explanted 2 days later. Patient outcome was not reported.

Manufacturer narrative:
Additional information received: b1, b2, b5, d6b, h1, and h6 updated based on the information received from the clinical site. Correction: d4 UDI information and e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
B3: updated the date event occurred. H6: omitted code e2403 and f26. Investigation summary: stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not determined as no product or logs were returned and limited clinical information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 60 year old male on an impella 55 for support due to cardiomyopathy. During support, the "placement signal not reliable" began alarming on the aic as patient was finishing ambulation. The team assessed placement and repositioned but alarmed remained. Ao and lv placement signals are still displayed on the screen with active placement signal alarm. The patient remains on support.

Manufacturer narrative:
H6: added codes e0506 and f1904 per information in the complaint file. Clinical review/rationale: an impella 5.5 was inserted via the axillary graft site in a 60 year old male patient who had a cardiomyopathy indication. Prior to the pump placement the patient was supported by a vent for respiratory needs, but other medical history was not shared. The 5.5 was supporting when on day 29 the placement signal was found to not be reliable after the patient had been ambulating. The team assessed the pump placement and repositioned, but the alarm persisted with no consequences to the patient and support reported. The alarm occurring on day 29 happened beyond the time of indicated use for the pump. On the 44th day of support the patient had signs of a hemorrhagic stroke, as the patient woke with left sided deficit and blurry vision. The team stopped the anticoagulation as a result. Two days later the team weaned and explanted the pump. The patient survived the stroke and placement signal issues. For both issues observed, they occurred beyond the indicated use of the impella 5.5 pump. The reported hemorrhagic stroke is consistent with the anticoagulation requirements associated with impella support.